Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 7.1 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 19 mm in diameter expanding to 23 mm in diameter just above the aneurysm. The iliac external iliac arteries were 7.5 mm in diameter. It was reported that the patient presented with numbness in the right leg. Limb occlusion in the right contralateral leg was detected with an examination. A thrombectomy was performed as an additional treatment. After that, the flow was restored in the right contralateral leg was shown by angiography and the pulse was confirmed by palpation. The physician stated that there was narrowing in the vessel which most likely resulted in the numbness in the leg. No additional clinical sequelae were reported and the patient is fine.